Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the patient condition deteriorated. A 2.50 x 20mm synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and caused a significant delay in the procedure. The procedure needed to be performed quickly as the patient condition was deteriorating.